Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump hit a door, and the touch screen became shattered and unresponsive. Customer¿s blood glucose (bg) was 603 mg/dl with moderate to high ketones. Customer went to the emergency room (ER) and was treated with intravenous insulin, and was released from the ER 6 hours later. Upon being released the customer¿s blood glucose level was 288 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.